Event description:
It was reported the programmer had multiple issues during an implant. Programmer printer was overheating. Analyzer went to emergency back-up twice. During induction, screen gave an analyzer warning and then went to emergency defib screen. The programmer and analyzer were returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 2067l radio frequency head. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported printer overheat message; mpu (main processor unit) printed circuit board assembly found out of electrical specification. Analysis could not reproduce the reported analyzer issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.